Event description:
International affiliate reports the patient was returned to the o.r. Due to poor shunt drainage. After the venticular catheter was replaced, the valve casing was found to be cracked. Although there is a small piece of the valve casing missing, the surgeon states it was not left in the patient.